Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 25 mmol/l. The customer treated with an old insulin pump. The customer's symptom included nausea. The customer performed troubleshooting and found a small air bubble in the tubing. The customer was assisted with rewinding the insulin pump and verified that insulin exited the tubing. The customer was advised that the device was working as designed. The customer reported past no delivery alarms. The customer's infusion set was replaced. The insulin pump was not replaced or returned.